Event description:
Coiling treatment of a ruptured ica bifurcation aneurysm. It was reported an axium coil was deployed and it modified the shape of the aneurysm. The procedure was continued with additional coils. A final angiographic control for coil placement was performed and reported fine. A CT scan was performed and showed little hemorrhage localized at right frontal basal and reported the hemorrhage increased during the night. The patient status was reported as "severe grade, due to hypertension".

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the patient.